Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead's pace impedance had four spikes up to a maximum of 1560 ohms. This lead's pace threshold went several spikes at 1.9 volts. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).